Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed rate testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b3: event date, d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "failed rate test" was not. The device was subject to and passed all testing required of the service process, including flow accuracy testing. The device had a constant downstream occlusion alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor. The force sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.